Manufacturer narrative:
(B)(4). Estimated date of event evaluation summary: the device was returned for analysis. Return analysis noted flared stent struts, shaft separation and kinked shaft. The top and right side of the vendor seal was open and in a cloudy appearance. There was evidence the barrier was previously sealed due to the noted cloudy appearance of the vendor seal. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during un-packaging of a 2.0x15 mm rx mini vision stent system the sterile tyvek pouch was noted to already be open at the vendor seal. Reportedly, the site does not recall having previously opened the device and placing it back on the shelf. The device was not used and there was no patient involvement. A new 2.0x18 mm rx mini vision stent system was used successfully for the procedure. There was no clinically significant delay in the procedure. Subsequent returned device analysis revealed that the 2.0x15 mm rx mini vision stent system was returned with blood on the balloon, on the distal shaft, on the hypotube, and in the inflation lumen and in the guide wire lumen. There was crystallized contrast in the hub. The stent implant was stationary on the balloon between the markers. There were flared struts in the first and second ring at the distal end of the stent implant. The balloon was tightly folded. The hypotube was separated distal to the strain relief tubing. The reporter was contacted and additional reported information indicates that the correct device was returned for evaluation and the site could not trace the 2.0x15 mm rx mini vision stent system having been used in another procedure. However, the site indicated that the rx mini vision stent system was likely used during a case and boxed up and inadvertently placed back on the shelf. However, no additional information in regards to the patient or case details could be provided as the device could not be linked to the procedure that it was used in.